Manufacturer narrative:
(B)(4). Physio-control evaluated the device but was unable to verify the reported failure. Physio-control also performed a clinical review of the reported event and observed that defibrillation was not indicated based on the ECG. Physio-control continues to investigate the reported failure and will submit a supplemental report to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the device but could not duplicate the reported failure. It was observed that the device displayed ok and 2 bars on the battery indicator in the device's readiness display. The battery had ample capacity to power the device without any problems. The device would charge and shock defibrillation energy. An internal inspection of the pcb assemblies and connectors showed no discrepancies. Proper device operation was observed through functional and performance testing. Physio-control also performed an additional clinical review of the available information but could not determine the impact of the device use because there was no electronic patient file available from the reported event. The electronic patient file that was provided, was not from the actual reported event. A replacement device was provided to the customer under warranty.

Event description:
It was reported to a physio-control service representative that the customer's device switched itself off while it was used on a (B)(6), male patient. The fire brigade had connected the redi-pak electrodes and after functioning for a few seconds, the device switched itself off. The fire brigade turned the device back on, connected the same electrodes but the device again switched itself off. Meanwhile, the ems arrived on site and declared the patient dead. The fire brigade reported that the device's battery was fully charged and the device was showing the ok icon on the display.

Manufacturer narrative:
The supplemental medwatch report indicates: physio-control further evaluated the device but could not duplicate the reported failure. It was observed that the device displayed ok and 2 bars on the battery indicator in the device's readiness display. The battery had ample capacity to power the device without any problems. The device would charge and shock defibrillation energy. An internal inspection of the pcb assemblies and connectors showed no discrepancies. Proper device operation was observed through functional and performance testing. Physio-control also performed an additional clinical review of the available information but could not determine the impact of the device use because there was no electronic patient file available from the reported event. The electronic patient file that was provided, was not from the actual reported event. A replacement device was provided to the customer under warranty. The supplemental medwatch report should indicate: during the course of the investigation physio-control was made aware that the original electronic patient record that was provided to physio was not from the patient event. The electronic patient record from the event had been overwritten by subsequent use of the device. With this information, a second clinical review of the file was performed; however there was insufficient information to determine if the device use contributed to the outcome of the patient. The presence of a shockable rhythm could not be determined because the ECG record was not available. The customer was provided with a replacement device. Physio-control further evaluated the customer's device. Proper device operation was observed through functional and performance testing. Physio observed that the device displayed ok and 2 bars on the battery indicator in the device's readiness display. The battery had ample capacity to power the device without any problems and would charge and shock defibrillation energy when prompted. An internal inspection of the pcb assemblies and connectors showed no discrepancies. Physio also downloaded the electronic data from the device where the reported loss of power was verified. After additional investigation it has been concluded that the likely cause of the reported issue was due to increased electrical contact resistance of the battery connector contacts. The increased electrical contact resistance has been attributed to movement of the mating contacts caused by device storage in a high vibration environment, such as a fire truck or emergency vehicle, which can cause the gold plating on the contact surfaces to wear through and expose the base nickel and copper layers. Corrosion or oxidation build up on the exposed base nickel and copper layers could then cause increased contact resistance and may lead to intermittent electrical connection to one or more of the battery contacts which could cause the device to intermittently lose power.

Manufacturer narrative:
Physio-control performed a supplemental clinical review of the reported event and determined that the device use may have contributed to the death of the patient.